Manufacturer narrative:
(B)(4). Date sent: 3/18/2020. Additional information obtained: the pad was burned through and completely gone. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: white pad completely missing.

Event description:
It was reported that during a laparoscopic hepatectomy, while using the harmonic ace+7, the white pad at the tip of the device burned and completely fell off. A new device was obtained, and the white pad was charred and partially fell off. A third device was used successfully. The procedure was successfully completed. There were no patient consequences reported.